Event description:
It was reported that during routine device replacement procedure, a fluoroscopic scan revealed the left ventricular lead exhibited evidence of externalized conductor. All electrical parameters were normal, the lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).